Event description:
It was reported that during the functional test, the appliance only heated up to 19,6 degrees celsius. However, the appliance must be heated to a minimum temperature of 30 degrees celsius. Per sample evaluation results on 07may2024, it was reported that there was no flow rate during the calibration check.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during the functional test, the appliance only heated up to 19,6 degrees celsius. However, the appliance must be heated to a minimum temperature of 30 degrees celsius. Per sample evaluation results on (B)(6) 2024, it was reported that there was no flow rate during the calibration check.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the functional test, the appliance only heated up to 19,6 degrees celsius. However, the appliance must be heated to a minimum temperature of 30 degrees celsius.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.